Event description:
It was reported that the camera head exhibited disconnection at plug-in outlet connection. When the camera head was inserted into the plug-in outlet, noise and black-out occurred every time. The issue was identified during preparation for use for a therapeutic and diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d10, g3, h2, h3, h4, h6, h11. The device was returned to olympus for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken wire in camera head insertion port, (corrosion, deposits, foreign matters) on electrical contacts of video connector and corrosion on scope mount. Based on the results of the investigation, a definitive root cause was not identified but it is likely that defective wire of camera head insertion port, video connector and scope mount were cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event date was reported as july-2024. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited disconnection at plug-in outlet connection. When the camera head was inserted into the plug-in outlet, noise and black-out occurred every time. The issue was identified during preparation for use for a therapeutic /diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm.